Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had hole. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx dilatation catheter was received for evaluation. During visual analysis no other anomalies were noted. On functional testing an in-house inflation device used for inflation and could observe leak in catheter shaft near to distal tip side. Further the leaked part underwent to the microscopic analysis and could observe a tear. No further testing was performed due to condition of device. Based on the return sample analysis leak and tear in the catheter shaft could be identified and due to the device condition further testing for balloon rupture was not performed. Hence the investigation was confirmed for the identified leak and tear in catheter shaft, and was inconclusive for the reported balloon rupture. During the microscopic observation a tear in catheter was observed which might lead to the identified leak. However the definitive root cause for the identified leak, tear in catheter shaft and reported balloon rupture issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a hole. There was no reported patient injury.